Manufacturer narrative:
Journal reference: kenefick, nicholas j., sacral nerve neuromodulation for the treatment of lower bowel motility disorders, the royal college of surgeons of england 2006; 88: 617-623. (See scanned pages)

Event description:
Journal reference: kenefick, nicholas j., sacral nerve neuromodulation for the treatment of lower bowel motility disorders, the royal college of surgeons of england 2006; 88: 617-623. The objective of this study was to investigate whether sacral nerve neuromodulation can improve patients with disorders of bowel motility, when current maximal treatment has failed and to investigate the underlying physiological mechanism of action. Patient complications were reported as part of the study results. During percutaneous screening one patient experienced a superficial skin infection requiring the removal of the temporary electrode.